Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine, (patient mentioned increase in daily dose during the most refill on (B)(6) 2017 as fentanyl - 20.0 mg/ml, 0.150 mg, 11.845 mg/day, 8%, 0.854 mg. Bupivacaine - 1200.0 mcg/ml, 9.0 mcg, 710.7 mcg/day, 8%, 51.2 mcg) via an implantable pump for non-malignant pain. The patient stated she doesn't know what's going on with her pump, but something was happening with it, she felt there may be a "block" or something because she had been having episodes of severe withdrawal for a few months for no reason and did not know what was going on with it. She would give herself a bolus every 4 hours as directed by her doctor, and get a few hours of sleep in, and would wake up in complete withdrawal for no reason when it was not time for her next bolus yet. Patient also mentioned that her pain was through the roof and was indescribable, stating she had cramps in her legs which were fierce and would even go all the way up into her arms into her fingertips which had never happened. The pain now seemed to be progressing and she had been working with her doctor who told her to keep a diary of when she boluses, the time, date, and episodes of pain and report back to him. The reported symptoms were gradual. The situation was being addressed by the health care professional. The patient also asked about her telemetry paperwork stating she had two pages with the same date of (B)(6) 2017, but on the first page it said infusion patient administered (pa) is 6% which was different than on the second page where it stated 8% change in infusion pa, patient was redirected to the health care professional (hcp) to discuss. No further complications were reported

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8835 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl 20.0 mg/ml; 10.991 mg/day and bupivacaine 1200.0 mcg/ml; 659.4 mcg/day via an implantable pump. It was reported the patient did not know what was going on, and if it was concerning the pump or if it was the oral medication that she was taking. The patient had a "fierce withdrawal last night" ((B)(6) 2017) and it was "absolutely horrible". The patient was in "so much pain" that reached her neck, back of her head, all of her legs, the muscles in her legs, calves, and quads, "everywhere". It was a "nightmare". It did subside this morning ((B)(6) 2017) as the patient was able to give herself some medicine at 4 am and 6 am ("which seemed to relieve it"). The patient was able to give herself a bolus at approximately 8:50 am and saw the bolus delivered successful screen but there was only one ascending tone, when there is "usually three". Because of these "furious episodes" the healthcare provider (hcp) thought there might be a problem the pump. There was no issue with the "internal catheter". The last refill was on (B)(6) 2017. The patient planned to contact the hcp on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Event date is an estimate. If information is provided in the future, a supplemental report will be issued.